Manufacturer narrative:
According to the customer, on (B)(6) 2026 the "rn noted bruising and discoloration to patient's calf under scd sleeve." Per the facility, "right lower extremity with scattered areas of linear maroon and dark purple discoloration, mainly on posterior, medial, and lateral sides. Skin is intact. Likely due to pressure from scds." Following discovery of the "deep tissue injury" scd use was discontinued and "sween24 lotion" was applied to the lower extremity. Per the facility, the individual has since passed away unrelated to the reported device complaint. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2026 the "rn noted bruising and discoloration to patient's calf under scd sleeve." Per the facility, "right lower extremity with scattered areas of linear maroon and dark purple discoloration, mainly on posterior, medial, and lateral sides. Skin is intact. Likely due to pressure from scds." Following discovery of the "deep tissue injury" scd use was discontinued and "sween24 lotion" was applied to the lower extremity. Per the facility, the individual has since passed away unrelated to the reported device complaint.